Manufacturer narrative:
The customer reported that they could not hear patients through the CT box intercom. The customer confirmed that there was no patient impact and no harm as a result of this event. The case was dispatched for onsite service support. The philips field service engineer (fse) evaluated the system and determined the CT system intercom failed due to the CT box assembly. The fse installed a new CT box assembly to resolve the reported issue. The system was handed back to the customer for clinical use after the corrective maintenance was successfully completed. The system is operational and in clinical use.

Manufacturer narrative:
(B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that they cannot hear the patient through the CT box intercom. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.